Manufacturer narrative:
A supplemental MDR is being submitted due to related manufacturing report number added to h10. Sections g6, h2, and h10 have been updated.

Manufacturer narrative:
This is two of two manufacturers being submitted for this case. Please reference related manufacturer report no: xx. A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report have been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was not provided by the site. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system IFU was reviewed. Potential adverse events include, 'device migration or malposition requiring intervention' and 'valve deployment in unintended location'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for unintended flex shaft movement is unable to be confirmed as no device or imagery were provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per the instructions for use (IFU) and training manual, the user is instructed to lock the delivery system after performing flex catheter retraction. In this case, the user did not re-lock the balloon lock after retracting the flex tip. This can lead to unintended movement of the delivery system balloon during deployment, as well as when an attempt was made to re-advance the delivery system to correct the valve position. As such, available information suggests that use error (failure to re-lock balloon catheter prior to deployment) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This is two of two manufacturers being submitted for this case. Please reference related manufacturer report no: 2015691-2025-07874. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant procedure of a 23 mm sapien 3 ultra resilia valve in the aortic position, during valve deployment, the valve started to migrate slightly higher than the original landing zone. The operator paused as the cts was attempting to advance the system to push valve landing lower, however it was noticed that after the pusher was pulled back to the 2nd marker, the operator did not lock the balloon again. Instead of the valve advancing into the annulus/lv, the pusher advanced. The valve was already anchored, and it landed slightly high under the right cusp. The tte showed paravalvular leak (pvl) because the valve frame was too high. A 2nd valve was needed to correct was implanted with trace to mild pvl.